Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During the legal manufacture investigation, the customer confirmed that there was no dirt on the touch panel when the error occurred. Additionally, the touch panel did not work when the customer tried to operate the subject device and the subject device was used with a ltf-s300-103d. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, but the customer's allegation could not be confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the visera elite ii video system center was producing an e333 error indicating a problem with the touch panel. The endoscopic image was displaying normally, so the user deleted the error message and continued use. The issue was found during a therapeutic, laparoscopic nephrectomy, which was able to be completed using the same device. There were no reports of patient harm.